Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. The pse found that the unit would need a new front bezel assembly. The customer reported the device would not be returned for failure investigation (fi). The fse replaced the front bezel to resolve the reported issue. The unit was tested and passed. No parts returned to fi; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had light emitting diode (led) alarm failure. The customer reported there was no patient involvement.